Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The device was returned to the philips bench for repair of a separate issue. During device evaluation, it was observed the therapy capacitor delivered low joules. There was no reported patient involvement.